Manufacturer narrative:
St paul engineering inspected the device and found the device did not complete a normal mode therapy. The device did not inflate, did not start running, and it goes into a repeating ¿restart mode¿ cycle. Engineering noticed a distinct smell of burning electronics. The device was opened for visual inspection: blower manufacture date: 04sep2020. Four out of the six tabs were broken, clips were intact. The blower was dirty and dusty with grayish powdery substance. The main pcba was clean enough, however components q7, q9, and q11 were damaged. Evidence of electrical burns observed. The allegation of, electrical smell, is justified. Probable root cause is the dirty/contaminated blower motor, which drew too much current, thereby damaging components q7, q9, and q11. The vest® airway clearance system, model 105 was developed to provide effective airway clearance therapy. The system consists of an inflatable garment attached to an air pulse generator that rapidly inflates and deflates the inflatable garment. This causes the chest wall to be gently compressed and released, which creates airflow within the lungs. This process moves the mucus toward the large airways where it can be cleared by coughing or suctioning. This type of airway clearance therapy is referred to as high frequency chest wall oscillation (hfcwo). A search of the hillrom maintenance records did not show hillrom performed any preventative maintenance on this device. It is unknown if the facility performs preventative maintenance on their beds. The device was scrapped. Based on this information, no further action is required.

Event description:
Hillrom received a report from a customer stating that the device had a hot electrical smell. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).